Manufacturer narrative:
Product ID 977a260 serial# (B)(4) implanted: (B)(6) 2018. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the received from the rep. It was reported that they tried reprogramming with what was suggested and patient still is running into the same oor issues. Rep was unable to determine what the root cause is and is requesting a new controller be sent to rule out any external issue. It was reviewed that it's unlikely that a new controller would resolve this type of issue. Caller was not with the patient but will have the patient call in to obtain a replacement controller from repair. No further complications were reported.

Event description:
Additional information was received. Additional troubleshooting was done with the help of patient's husband and daughter, with controller to decrease stim on b down to zero, but patient was unable to bring it back up again. Patient did a reset by removing and replacing the battery pack, was able to connect but still unable to increase back up on b. Patient said the doctor did an x-ray and said nothing has changed inside her body. The manufacturer representatives were with the patient and don't see anything wrong. Patient tried group c, reported she felt stim in her lower leg however, needs stim in her back. Patient intermittently encountered settings not available but was able to decrease from 2 to 1.7 and 1.5 and increase back up to 2.0. Patient said she was successful to recharge yesterday and the controller showed 100% and the ins was 80%. On (B)(6), rep stated that the patient was seen in clinic again on (B)(6) to address the same "desired intensity settings not available" message. Connections were checked: 1, 4, 5, 6, 7 were display ed as not connected. Impedance test was ran: 1, 3, 4 had impedances of 40000. Rep programmed around 1, 3, and 4. As soon as patient unlocked the patient programmer, she was receiving an oor message again. Rep reconnected the clinician programmer, and this time connections and impedances were checked while applying hand pressure to the battery (as suggested by technical services). This time, during the connection check, all 8 electrodes were shown not connection. Impedances were ran with pressure applied: 1, 3, 4, and 6 were now showing impedances of 40000. Rep programmed around these high impedances, and patient was able to use her patient programmer without getting an oor message. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 97745, serial# (B)(6), product type programmer, patient product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Additional troubleshooting was done with the help of patient's husband and daughter, with controller to decrease stimulation on b down to zero, but patient was unable to bring it back up again. Patient did a reset by removing and replacing the battery pack, was able to connect but still unable to increase back up on b. Patient said the doctor did an x-ray and said nothing has changed inside her body. The manufacturer representatives were with the patient and don't see anything wrong. Patient tried group c, reported she felt stimulation in her lower leg however, needs stimulation in her back. Patient intermittently encountered settings not available but was able to decrease from 2 to 1.7 and 1.5 and increase back up to 2.0. Patient said she was successful to recharge yesterday and the controller showed 100% and the ins was 80%. On (B)(6) 2020, rep stated that the patient was seen in clinic again on 1/3 to address the same "desired intensity settings not available" message. Connections were checked: 1, 4, 5, 6, 7 were displayed as not connected. Impedance test was ran: 1, 3, 4 had impedances of 40000. Rep programmed around 1, 3, and 4. As soon as patient unlocked the patient programmer, she was receiving an oor (out of regulation) message again. Rep reconnected the clinician programmer, and this time connections and impedances were checked while applying hand pressure to the battery (as suggested by technical services). This time, during the connection check, all 8 electrodes were shown not connection. Impedances were ran with pressure applied: 1, 3, 4, and 6 were now showing impedances of 40000. Rep programmed around these high impedances, and patient was able to use her patient programmer without getting an oor message. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had oor around 2ma. It was reported the patient was seen in the clinic today and the patient programmer displayed ¿unable to provide desired settings¿ again. It was reported that their team had been meeting with this patient and this was the third time they met with the patient to resolve the oor issue. It was reported that the first time electrode 3 was out of range, the second time electrode 6 was out of range and today electrode 1 was out. The rep indicated that they did reprogramming to remove these electrodes each time and then another electrode had an issue. At today¿s appointment, connections were checked and displayed electrodes 0 through 4 and 6 were out. Impedances tests showed high impedances labeled ¿do not use¿ for electrodes 1, 3 and 6. The patient was programmed around 1, 3, and 6. Session reports were sent to technical services to review. Technical services reviewed the session reports and stated that it appeared electrodes 1, 3 and 6 were un-useable for programming. They stated that the others appeared to be fine with only some slight changes with mea surements. It was stated that hopefully this was not an intermittent issue (connection related) which affects the other electrodes, otherwise the patient should continue to get therapy with what had been programmed (without electrodes 1, 3, 6). However, the rep indicated that the patient called within an hour of the appointment conclusion today, to report that the ¿unable to provide desired settings¿ message had returned. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient noted a message "cannot provide desired settings". Electrode 3 had high impedances. Programming was done and patient could increase stimulation. Patient called 24 hours later to say she was receiving the same message. An appointment was set to meet patient again on 11/25. Patient's weight was asked but unknown. Hcp had no further information. No symptoms were reported and no further complications were reported.